Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and enterocele on (B)(6) 2009 and unknown mesh was implanted with concurrent partial salpingectomy. It was also reported that she experienced pain, erosion of her internal bodily tissue, dyspareunia and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision, laparoscopic appendectomy, lysis of adhesions and cystoscopy on (B)(6) 2011 due to pelvic pain. Additionally on (B)(6) 2011, the patient underwent a diagnostic surgical procedure due to pain and a window in the mesh was found. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic sacral colpopexy, laparoscopic enterocele repair, laparoscopic left salpingo-oophorectomy, cystoscopy due to detrusor instability, cystocele, rectocele, vault prolapsed.